Event description:
It was reported that during an unk procedure, they were having a hard time getting reload out the stapler so much to where the reloads were getting stuck. They got another device to proceed with the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2024 d4: batch # 735c82 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and a gst60g reload present. The reload was received fully fired, with the one-piece sled missing, and with the reload pan partially dislodged from the left proximal side. In addition, some drivers missing. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 735c82, and no non-conformances were identified.